Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received 17 june 2019 and were reviewed 09 october 2019 for MDR reportability. On (B)(6) 2017, the patient underwent total right knee arthroplasty due to advanced degenerative arthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and unknown cement. On (B)(6) 2018, the patient underwent a right knee revision due to tibial component loosening, tibial collapse, debilitating pain. The surgeon offered no complaints with the femoral component, though it was revised. He reported the patella tracked adequately, was well-fixed, without significant surface damage, and was not revised. The surgeon offered no complaints regarding the tibial component, though it was revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2017; dor: (B)(6) 2018; (rt knee).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.